Manufacturer narrative:
As reported, the sealant of the 6/7f mynxgrip vascular closure device (vcd) came out from patient's body. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The user shuttled down completely. There was standard resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube green mark was visible. The sealant was dislodged away from puncture site. Hemostasis was achieved with another mynx device. The patient¿s outcome/status after the mynx event is stable. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The syringe was connected to the device with stopcock open. The sealant and advancer tube were found in the manufactured position as received. The sealant sleeve was also observed remained it its manufactured position, which indicated that the device had not been inserted in an existing procedure sheath. The introducer sheath was not returned with the device. The condition of the returned device does not match the description of the reported complaint. Leak testing was performed on the balloon of the returned device and no leak was found in the balloon. Shuttle down procedure was also simulated and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). A product history record (phr) review of lot f1818701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed through analysis of the returned device since it was received with the sealant, advancer tube and sealant sleeve in the manufactured position. The root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue, especially since the device returned does not match the complaint reported. According to the mynx IFU, which is not intended as a mitigation, step 3 instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Furthermore, patient factors, thin, female patient, may have also contributed to the reported event. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1818701) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the mynxgrip vascular closure device (vcd) came out from patient's body. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The user shuttled down completely. There was standard resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube green mark was visible. The sealant was dislodged away from puncture site. Hemostasis was achieved with another mynx device. The patient¿s outcome/status after the mynx event is stable. The device will be returned for analysis.